Event description:
Olympus was informed by the user facility that a stent from a previous pt was deployed in another pt. No pt injury was reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional details. Per the user facility, on (B)(6) 2012 an ercp was performed utilizing a pancreatic stent. The stent lodged in the working channel of the scope. The scope was reprocessed after the procedure. On (B)(6) 2012, another pt was having an ercp procedure performed with the same scope. The stent form pt #1 was deployed in pt #2. There was no pt injury. The scope was returned to olympus for an evaluation. The evaluation was not able to confirm the user's report. There was no foreign material found in the working channel or the suction channel. A borescope was used to view the inside of the channels and found a slight kink, buckles and dents in the working channel located near the distal tip. This phenomena is due to physical damage. An olympus endoscopy support specialist (ess) visited the user facility to reassess their reprocessing practices and provided the user facility staff reprocessing in-service training. The ess also provided the user facility a copy of the reprocessing manual. In addition, the ess was informed that the tech that cleaned the scope was not told that a stent was left in the scopes nor was that one missing. The tech did not notice any problem with cleaning the scopes and was not told about the issue until after the second case. This report is being submitted as a medical device report in an excess of caution.